Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during drain 6 of 6 while the hp was connected. The hc alarmed system error 2367 when the hp cycled the power for the first time. The hp had to cycle the power for the second time to clear the alarm. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.